Event description:
It was reported that the lead was explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
User facility follow-up is not initiated on reported infection as it is related to a patient condition and not device performance. Evaluation summary: no anomalies found; full lead returned for analysis.